Event description:
Approximately eleven months post hvad implantation the site reported that the patient had experienced a power source change in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. The heartware vad is used for treatment not diagnosis. A controller and three batteries were returned for evaluation. (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed power switching events. Analysis of (B)(4), (B)(4), and (B)(4) revealed that the devices failed to meet specifications; these batteries failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. Analysis of the controller ((B)(4)) revealed that the device met specifications; the controller passed visual inspection and functional testing. However, log file analysis revealed power switching events. The most likely root cause of the power switching is a combination of batteries with faulty cells and a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. *this is report four of four reports (3007042319-2014-00756,00757,00758 and 3007042319-2015-01263) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.